Event description:
The customer contacted baxter's technical service center (tsc) regarding air bubbles in patient line which occurred on the homechoice (hc) during use. Tsc assisted the home patient (hp) to close and open the transfer set a few times and press go. The hp stated the drain resumed as normal and that the hc was functioning normally. The tsc assisted the hp to close and open the transfer set a few times and press go. The solution to this issue was provided over the phone and swap of the device was not necessary. Product surveillance contacted hp on (B)(6) 2012 regarding the air in the line found during a check patient line alarm. The hp reported that the issue was resolved, but he did not know the cause of the air. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, therefore a batch review could not be performed. The complaint was not confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.